Event description:
It was reported by nurse via phone call that customer was hospitalized with high blood glucose of 426 mg/dl and had diabetic ketoacidosis. Nurse wanted to run functionality test on insulin pump to assure it was working. Insulin pump passed high pressure test. Nurse was advised to have customer change infusion set, reservoir and insulin and to have parents call to report hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.